Event description:
Rptr c/o erythema and blistering under the pressing which progressed to severe weeping cellulitis and worsening erythema. Cellulitis eventually resolved. Dressing was firt applied on 8/4/95 and removed 8/6/95.